Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not treat an episode of ventricular fibrillation (vf) which led to loss of consciousness and the patient's hospitalization. There was no episode stored to device memory from the date of the event. Upon review, it was discovered there was an episode that was partly undersensed but still treated with multiple rounds of anti-tachycardia pacing (atp). Additional analysis of the saved episode revealed further undersensing on the right ventricular (rv) lead pace/sense channel despite the signal being clearly seen on the shock channel. It was reported that there is no possibility for revision and no action will be taken at this time due to the patient's condition. The cause of undersensing could not be determined. No additional adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.